Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was implanted on (B)(6) 2015. According to the report, the valve found to be blocked and was explanted on (B)(6) 2015. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, preimplantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.